Event description:
An ophthalmologist reported aseptic inflammation following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information was received, which indicates that the patient problem is aseptic endophthalmitis. The patient experienced anterior chamber inflammation, vitreous clouding, subconjunctival injection on the third postoperative day and medication treatment was changed. Four days later, the fibrin disappeared. The following week, the anterior chamber inflammation disappeared. There was no bacterium inspection performed. .

Manufacturer narrative:
Evaluation summary: the lot number was provided. The product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6)market. A corrective and preventive action has been instituted; the investigation is ongoing. There have been (B)(4) similar complaints reported in the lot number. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately six months postoperative, the patient continues to have cells, flare in the anterior chamber and fibrin on the iol. Steroid and antibiotic treatment continues. The symptoms did improve after the initial medical treatment. Exacerbation after improvement. The surgeon clinical judgement is that the event is not infectious at it responds to steroids. .

Manufacturer narrative:
Evaluation summary: the cartridge was not indicated. Three viscoelastics were indicated. Only one is approved for this lens with any cartridge combination. The customer indicated the use of a handpiece, which is not qualified for the approved lens/cartridge combinations for this lens model. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4)